Event description:
Patient # (B)(6) is a patient with a history of atrioventricular conduction block and previous dual-pacemaker implantation on (B)(6) 2021 who is noted to have right atrial lead dislodgement. The right atrial lead was identified as a boston scientific model 7840.